Event description:
The pt's spouse found pt on the couch and pt was not responsive. Spouse called the paramedics and tested pt's glucose on the suspect device. Spouse obtained a reading of 219 mg/dl. When the paramedics arrived they checked pt's glucose and the level was 30 mg/dl. Pt was treated with an IV and advised to eat. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.